Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. The customer indicated they did not have the charging pad or pump at the time and planned to call technical support to reset the pump.